Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that she has had six separate seizures due to low blood glucose since (B)(6) 2016. She alleges that the pump is delivering more insulin than it is programmed for. The patient has received medical treatment and been seen in the emergency room during these events. A request was made for the return of the device.